Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: removal date:(B)(6) 2017. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essures in place with the right one seen on us and the left unseen/ only one essure catheter is identified, which is in the right cornu of the uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included menometrorrhagia, uterine leiomyoma, nabothian cyst and paratubal cyst. Concurrent conditions included menorrhagia. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). The reporter commented: removal date:(B)(6) 2017 discrepancy noted in removal date : as per mr (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final diagnosis: uterus and cervix, bilateral fallopian tube, total abdominal hysterectomy and bilateral salpingectomy: - uterus: I. Leiomyoma (0.6 cm in greatest dimension). Ii. Secretory endometrium with focal features suggestive of glandular and stroma breakdown. Iii. Device consistent with essure catheter in the right cornu of the uterus. See comment. IV. Negative for malignancy. - cervix: benign nabothian cyst. - right and left fallopian tube: benign paratubal cyst. Two segments of fallopian tube completely transected. Comment: only one essure catheter is identified, which is in the right cornu of the uterus gross description: in the right lateral cornua of the uterus a 1.4 cm in length by 0.2 cm in diameter portion of coiled metallic material is also identified also submitted in the same container are two cylindrical shaped segments of purple gray fallopian tube with intact fimbria measuring 5.4 cm in length by 0.6 cm in diameter and 7.2 cm in length by 0.5 cm in diameter. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-aug-2021: mr received. Reporter information, patient details, other relevant history added. Event : "essure removal" updated to " essures in place with the right one seen on us and the left unseen" and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: removal date: (B)(6) 2017 quality-safety evaluation of ptc: : no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.